Manufacturer narrative:
Product ID 8780, serial# (B)(4), implanted: 2014 (B)(6), explanted: 2014 (B)(6); product type catheter. (B)(4).

Event description:
Information was received from a consumer regarding a patient receiving an unknown drug via an implantable infusion pump. The indication for use was noted as spinal pain. It was reported the catheter leaked. A revision occurred 2014 (B)(6) in which they tried to fix the catheter. It was noted the pump had not been filled yet. Diagnostics and cause of the issue were requested but not available at the time of this report. If additional information is received, a follow-up report will be sent.